Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported left side rupture and "no indication of alcl, but will check after surgery", large amount of fluid collection, multiple small reactive prominent lymph nodes in axilla suggestive of reactive hyperplasia, negative for malignancy. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side rupture and "no indication of alcl, but will check after surgery", large amount of fluid collection, multiple small reactive prominent lymph nodes in axilla suggestive of reactive hyperplasia, negative for malignancy. The device was explanted.